Event description:
An IV pole assembly was being prepared for use during a hydrothermablation (hta) procedure. According to the complainant, during preparation, it was noted that "the IV pole connector that attaches to the rear of the system is broken and has exposed wires". Although attempts were made to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the device could not be completed. If any additional, relevant info is received, a supplemental medwatch will be filed.